Manufacturer narrative:
Device evaluation summary: according with the information it was reported that the patient experience rupture on the breast implant. During visual inspection of the device a crease was noted on anterior and extending to posterior aspect. Also a tear was observed within the crease in the posterior aspect measuring approximately 7 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 400cc smooth mentor memorygel breast implant and experienced postoperative bilateral rupture. Rupture was confirmed by a physician through physical examination. As a result, the patient underwent explantation and replacement with 405cc smooth mentor memorygel breast implant, catalog # 3507405mc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the right-sided implant.